Event description:
It was reported that the modular cable would not release from the system controller. The ventricular assist device (vad) coordinator replaced modular cable and the system controller.

Manufacturer narrative:
D4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable being unable to be released from the system controller was not confirmed. The modular cable (lot number 10894834) was not returned for analysis. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The root cause of the reported event was unable to be conclusively determined through this analysis. The patient remains ongoing on heartmate 3 left ventricular assist system support with no further related events reported at this time. The relevant sections of the device history records for modular cable, lot number 10894834, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 2 of the IFU, ¿system operations,¿ contains instructions regarding how to disconnect the drivelines from the system controller. This section instructs the user to orient the system controller, so the display is facing down, rotate the safety lock to the unlocked position, and firmly press the red button under the safety lock, while pulling the system controller driveline connector from the socket. The section further instructs the user to grasp the bend relief of the modular cable while removing it and to not pull on or bend the system controller driveline connector. Section 4 of the IFU and patient handbook, ¿living with the heartmate 3¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable being unable to be released from the system controller was not confirmed. The modular cable (lot number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The root cause of the reported event was unable to be conclusively determined through this analysis. The patient remains ongoing on heartmate 3 left ventricular assist system support with no further related events reported at this time. The relevant sections of the device history records for modular cable, lot number unknown, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 2 of the IFU, ¿system operations,¿ contains instructions regarding how to disconnect the drivelines from the system controller. This section instructs the user to orient the system controller, so the display is facing down, rotate the safety lock to the unlocked position, and firmly press the red button under the safety lock, while pulling the system controller driveline connector from the socket. The section further instructs the user to grasp the bend relief of the modular cable while removing it and to not pull on or bend the system controller driveline connector. Section 4 of the IFU and patient handbook, ¿living with the heartmate 3¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The lot number of the exchanged modular cable was unknown.